Event description:
The tenaculum forceps instrument was returned as part of a discrepant list, no initial complaint was reported by the customer. During investigation, failure analysis observed a broken pitch cable on the instrument.

Manufacturer narrative:
The instrument was returned and evaluated. The instrument was returned as part of a discrepant list, no initial complaint was reported by the customer. Failure analysis observed that the pitch up cable was found to be broken at the distal clevis hub. The instrument cable crimp had slipped out of the grip; the cable segment that contains the crimp was missing from the clevis. The clevis did not exhibit any damage or wear marks. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were 0.060 - 0.215 in length approximately and were not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.